Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was whole tube push off non-patient end of needle. This event occurred 33 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the teacher took blood from the patient and used a non-bd sphenoidal needle. When inserting the tip into the blood vessel, the sphenoidal needle popped out."

Manufacturer narrative:
Investigation summary: bd received 100 samples from the customer in support of this complaint. 20 of the 100 customer samples were randomly selected and functionally tested and, the indicated failure mode of tube push off was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode push off. Bd was not able to identify a root cause for the indicated failure mode.